Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced a stroke with right hand weakness. During a concomitant pulse field ablation (pfa) and left atrial appendage close (laac) procedure a farawave catheter was used. The left atrial appendage (laa) of the patient was found to be clear of clots via transesophageal echocardiogram (tee) prior to the start of the procedure. The procedure was completed successfully, and there were no patient complications before, during, or immediately after. The patient was kept at the hospital overnight and presented over the weekend with right hand weakness. A post-procedure transthoracic echocardiogram (tte) was performed with no notable findings. The patient is being monitored and has a follow up tte and tee scheduled.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Additional information was added to block b5 describe event or problem.

Event description:
It was reported that the patient experienced a stroke with right hand weakness. During a concomitant pulse field ablation (pfa) and left atrial appendage close (laac) procedure a farawave catheter was used. The left atrial appendage (laa) of the patient was found to be clear of clots via transesophageal echocardiogram (tee) prior to the start of the procedure. The procedure was completed successfully, and there were no patient complications before, during, or immediately after. The patient was kept at the hospital overnight and presented over the weekend with right hand weakness. A post-procedure transthoracic echocardiogram (tte) was performed with no notable findings. The patient is being monitored and has a follow up tte and tee scheduled. It was further reported that the patient was discharged from the hospital. The results of the follow up scans were not available.